Event description:
Nathan edenfield in the hosp biomed dept reported that the bed exit sys will not sound an audible alarm at the bed when a pt exits the bed. Nathan stated that there were no pt injuries. Nathan replaced the bed exit circuit board and the bed exit sys functioned as designed.